Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "lap chole" "we did have one issues during a tough lap chole where 3 clips fell off." Additional information was received via telephone from account manager on friday 02mar2018 at 11:33 am "it was a tough gall bladder case. There were a ton of gallstones. The surgeon was not mad, but he was clipping over stones. That was the main issue. He used an endoloop to close the case. There was no patient injury." Additional information was received via email from advanced procedural specialist on friday 02mar2018 at 12:59 pm "the surgeon routinely uses endoloop to reinforce the duct. It was not 100% confirmed that the clips were placed over gallstones. To ensure the clips were closing correctly, I had the scrub tech fired a clip on the mayo stand. It appeared to close correctly without scissoring and/or issues. Surgeon was not upset, or concerned. As far as I saw, the clip was properly seated in jaws. Surgeon was in-serviced not to put pressure on trigger during insertion. As far as I saw there was no pressure on trigger." Additional information was received via email from advanced procedural specialist on wednesday 21mar2018 at 11:46 am "the product was not saved after the case." Patient status: "no patient injury"

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event and additional information received from the complainant, it is likely that the reported event of incomplete clip closure occurred when the device was used to clip over gallstones. The instructions for use (IFU) instructs the user to "verify that the ligation site is free of obstructions or other clips before firing." In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.